Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be completed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the blower mister was hard to adjust. It was either "off" or "wide open". The hospital did not report any pt effects. The product was discarded.